Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed but not duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is a colleague pump with a user interface module software version of 6.13.92 - colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the date in the initial submission should read "(B)(6) 2010."

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.